Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had a seizure in september, customer went to the emergency room. Customer's blood gluocse was 70 mg/dl. Customer reported the device had alarmed no delivery alarms after a set change usually. Customer declined to be contacted. Customer will not be returning the device for analysis.